Event description:
It was reported that there was an abnormality in the air bubble detection. The fault occurred during infusion. There was known patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log confirmed that there was a record of the "air in line detected" alarm. Functional test was performed, and a defective air detector sensor was found. The customer's problem was replicated. The cause of the problem was a defective air detector sensor, and it was replaced to fix the issue.